Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After the revisional manipulations removed the shunt and tried to pump over it with a syringe with the proximal part. The current shunt was not silicone part of the tank rihana swelled, like a balloon fluid through the distal channel was not. When you remove the bottom of the tank rihana and possible later experiments, partial integrity of the valve was broken on the side.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve is a precision valve with 5 dots. The valve was hydrated. The valve was visually inspected: some biological debris was noted inside the valve. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-5462, with lot cvdbfj, conformed to the specifications when released to stock in 1st april 2016. No root cause could be determined, as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.